Event description:
Device complication: none, time of complication: 1 month follow up. Symptoms: dyscoordination of hand and left lower extremity. It was reported that during 1 month follow-up the patient complained of dyscoordination of their hand and left lower extremity. The symptoms occurred once and are improving. The mra/MRI was normal and they were diagnosed with probable tia. The patient received a stent in their right internal carotid. This event was adjusted in 2005 and based on the patient's circumstances determined to be a stroke.